Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that initially the insulin gauge displayed 40 units. However, during troubleshooting with tandem's technical support, the insulin gauge displayed 365 units and the customer reported not knowing where the number 40 was seen. There was no reported impact to the customer's blood glucose level.